Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a constant alarm, a red screen, and showed error code 44500 indicating a microprocessor error. The event occurred before infusion. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed; a defective printed wire assembly (pwa) board was found as well as a detached downstream occlusion (dso) seal. The pwa board and dso seal were replaced to fix the issue.